Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to a fall. Intermittent loss of ventricular capture was seen on telemetry. Capture noted on electrograms. In person interrogation was performed with normal threshold/ impedance noted. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.